Event description:
The needle was bent [needle issue] no adverse event [no adverse event] case narrative: this initial regulatory authority report concerns of needle issue and no adverse event in a male patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 09-may-2024, amneal pharmaceuticals received information from other reporter via an email through the regulatory authority us food and drug administration, with reference number (aer: (B)(6) concerning above-mentioned event experienced by the patient while on amneal's twinject (epinephrine auto-injector). Additional significant information (#1) was received on 15-may-2024. New information received includes, qa investigation report, attached with this case. The patient was being treated with epinephrine auto-injector (ndc: 0115-1694-49) (strength, dose, route, frequency, and therapy dates were not reported) for bee bite. Concurrent condition included bee bite. The patient was allergic to bees. Concomitant medications, medical history, history of procedures, smoking, alcohol consumption, recreational drug and laboratory test use were not reported. It was reported that, the patient was bit by a bee and was highly allergic to bees. When he went to inject himself with his epinephrine, the needle was bent, and he was unable to get the medication into his circulation and he ended up in the intensive care unit (ICU) on 20-aug-2023. There was medically assessed device complaint/product complaint associated with this case. Investigation report received on 15-may-2024 is attached. On 09-may-2024, amneal product complaints received a product complaint notification for epinephrine auto-injector 0.3 mg and lot unknown, the needle was bent. The investigation complaint sub-type based on the complaint information was determined to be for bent needle. The cmo pfizer investigation was not warranted as the complaint was related to the assembly of the device at phillips. An investigation was performed by phillips for lot unknown. The controlled annual product reports from 30-may-2022, to 29-may-2023, were reviewed for deviations/investigations that could have contributed to the complaint. There were no deviations/discrepancies found that may have led to the defect reported by the customer. All in-process and final release criteria were met for all lots manufactured at phillips-medisize. After review of the manufacturing controls in place, pmm does not see a correlation between technical complaint comp_(B)(6) and the manufacturing process at pmm. Lot number is unknown; therefore, a complaint history of the lot cannot be completed. There have been twelve (12) other, similar complaints reported in the complaint category bent needle in the past 24 months. None of the 12 similar complaints were attributed to the manufacturing process. A review of the pfmea was completed to confirm if the failure mode is captured within the current assembly process. Failure mode bent needle is captured within the adjustment screw setting & syringe assembly vision inspection process. No updates to the pfmea will be made as the current controls in place capture the defect mode identified in the complaint. The complaint sample was not returned for evaluation, hence the reported complaint could not be confirmed. Controls are in-place to assure needles do not exceed an angle of 2 degrees from straight. The device is designed such that the needle remains unexposed (within the nose cap) until after administration of the dose. Post-administration, the needle protrudes from the red nose cap when removed from the patient¿s thigh. If not removed from the thigh properly (pulled straight out), then there is a potential for the needle to bend. The approved instructions for use state, place the red tip against the middle of the outer thigh (upper leg) at a 90-degree angle (perpendicular) to the thigh. Press down hard and hold firmly against the thigh for approximately 10 seconds to deliver the medicine. Only inject into the middle of outer thigh. Do not inject into any other part of the body. Remove epinephrine injection from the thigh. As part of post marketing requirements (pmr-3479-1), a total of 325 devices were tested during dose reliability testing for pmr 3479-01. Bent needles were not seen when the insertion and removal angles were kept the same. Needle angles were primarily influenced by rotation of an activated device prior to removal. This finding indicates that the most likely causal factor for reported bent needle complaints is not attributed to the manufacturing process but rather due to the handling by end users. Adequate controls are in place to prevent the potential of bent needle defects being generated and going undetected in the manufacturing process. The investigation associated with epinephrine injection usp auto-injector 0.3 mg and lot unknown for the complaint category -bent needle, for the reported complaint determined the manufacturing, assembly or packaging did not contribute to the reported complaint as there are controls in place to assure needles do not exceed an angle of 2 degrees from straight. Annual product reports were reviewed for deviations/investigations that could have contributed to the complaint. There were no deviations/discrepancies found that may have led to the defect reported by the customer. All in-process and final release criteria were met for all lots manufactured. The reported complaint could not be confirmed as the complaint sample was not returned for evaluation. The investigation concluded that all lots released to market were manufactured in accordance with approved batch records and specifications. Last action taken with epinephrine in relation to needle issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of needle issue and no adverse event was unknown. The reporter assessed the causality of needle issue and no adverse event as not reported. This case was considered as serious. The reportability of this case was expedited.